Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported increased incidence of dimness of vision in patients 2 to 5 weeks following intraocular lens (iol) implant procedures. The probable cause is the eyes reaction to the lens material on tapering of steroids leading to an iritis or cystoid macular edema. There are 6 medical device reports associated with the events reported. This report is for the 5th of 6 incidents.